Manufacturer narrative:
The customer returned the meter. No test strips were returned. The customer's meter could not be powered on; no further testing could be performed. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Event description:
The initial reporter stated they received discrepant glucose results for one neonate patient tested with accu-chek inform ii meter serial number (B)(4). At 15:11, a heelstick sample collected from the patient was tested using the meter, resulting with a glucose value of 29 mg/dl. At 15:12, a heelstick sample collected from the patient was tested using the meter, resulting with a glucose value of 42 mg/dl. At 22:38, a heelstick sample collected from the patient was tested using the meter, resulting with a glucose value of 39 mg/dl. At 22:39, a heelstick sample collected from the patient was tested using the meter, resulting with a glucose value of 55 mg/dl. The reporter did not believe the 29 mg/dl and 39 mg/dl values.